Event description:
Additional information received noted that the patient did not have concerns with their device or therapy.

Event description:
It was reported that the patient was experiencing a shocking or jolting sensation with acute pain. The issue occurred when the patient put the programmer directly over skin to turn stim on. It was noted that the patient charged over 1 layer of clothing and that resolved any issues. A issue with the patient programmer was also noted. The patient was seeing the splash screen and then sync programmer key. The patient was using an off brand of batteries and planned to try changing to new batteries. See also manufacturer's report # 3004209178-2012-00397. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model # 39286-65 lot # v684202044 implanted 2011-(B)(6) explanted unknown; programmer model #37743 lot # nke156977n; stimulator model # 37702 (B)(4) implanted 2011-(B)(6) explanted unknown; lead model # 3587a lot # lb0313 implanted 2003-(B)(6) explanted unknown; extension model # 748925 lot # nhu000372v implanted 2003-(B)(6) explanted unknown; programmer model # 7434-e lot # yn0044165p.